Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient underwent cesarean section under combined lumbar epidural anesthesia at 5:50, and intravenous puncture was performed routinely before the operation. After the successful puncture, the patient was found to have fluid flowing out of the y-type adapter, so the needle had to be pulled out and re-punctured, and the operation was performed normally.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0049484. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. After a review of the manufacturing line we have identified a the material used to grip the components during the swaging process as the most likely contributor to the increased pressure. The grippers have been replaced with a softer material and multiple lots have been produced to confirm the efficacy of this alteration. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient underwent cesarean section under combined lumbar epidural anesthesia at 5:50, and intravenous puncture was performed routinely before the operation. After the successful puncture, the patient was found to have fluid flowing out of the y-type adapter, so the needle had to be pulled out, and re-punctured, and the operation was performed normally.